Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl), a result in the 300's mg/dl, and a result in the 200's mg/dl. On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 150 mg/dl and 300 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.